Manufacturer narrative:
The insulin pump passed the functional tests including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No delivery anomaly was noted during testing. Device functioned properly. Device was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose of 491 mg/dl. The drive support cap is recessed. Customer stated that the settings are programmed correctly. Customer declined to check for site/set issues. The insulin pump failed the high pressure test twice; customer stated that it did not alarm and started delivering insulin. The customer treated with manual injection. Most recent blood glucose level was 403 mg/dl. The insulin pump was replaced and returned for analysis.